Event description:
A surgeon reports a pt that received an incorrect lasik treatment. While the surgeon was making the flap, the laser operator entered the intended treatment of +2.00 +.75 x 030 for the right eye. When the laser operator was in the drop down menu for spherical treatment and after clicking on +2.00, she inadvertently scrolled the mouse down to -1.25 and did not realize that the power had been changed. At one day post-op, the pt's manifest refraction was +2.75-.50 x 030, bcva was 20/15 and ucva was 20/50. There was no decreased in bcva. The pt was fitted with a contact lens to correct the vision while the eye heals. Once the eye heals, the surgeon will determine the need for an enhancement. Additional info is being requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).